Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D11 medical product tibial component size 4 catalog 00584200402 lot 62600871. Articular surface size 4 8 mm catalog 00584202408 lot 62591297.

Event description:
No additional information reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record was reviewed and no discrepancies were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information reported.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Implant date - (B)(6) 2014. Report source: foreign source - (B)(6). Our investigation is ongoing. A follow-up/final report will be submitted when additional information becomes available. Not returned by customer.

Event description:
It was reported that the patient underwent an initial knee arthroplasty. Subsequently, the patient was revised due to pain, femoral loosening and femoral implant fracture approximately three years post-implantation.